Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Update to b5, additional information regarding initial valve placement, and severity of pvl post second valve placement.

Event description:
As reported by our affiliates in switzerland, a 23mm sapien 3 ultra was placed in the aortic position by transfemoral approach. During the procedure, three [3] 23mm sapien 3 ultra valves were used. The first valve position was initially 60:40 and then embolized directly at the end of the implantation without pacing default, with no apparent reason but patient was taking deep breaths. The decision was to pull and deploy the valve in the descending aorta. The second valve was implanted too aortic again and had moderate pvl due to border line position. This time the physician saw the patient taking a deep breath exactly when it shifted aortic. As per medical opinion the second valve was malpositioned by a mistake. A third valve was implanted to secure aortic function with good result. Patient doing well.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-11920. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included.   Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta.  The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results indicate the patient taking a deep breath exactly when it shifted aortic. As per medical opinion the second valve was malpositioned in error. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in switzerland, a 23mm sapien 3 ultra was placed in the aortic position by transfemoral approach. During the procedure, three [3] 23mm sapien 3 ultra valves were used. The first valve embolized, with no apparent reason but patient was taking deep breaths. The decision was to pull and deploy the valve in the descending aorta. The second valve was implanted too aortic again and had pvl due to border line position. This time the physician saw the patient taking a deep breath exactly when it shifted aortic. As per medical opinion the second valve was malpositioned in error. A third valve was implanted to secure aortic function with good result.  Patient doing well.